Manufacturer narrative:
The investigation was completed on (B)(6) 2021. The issue was investigated. It was found that the reported map shift was caused due to a movement of the front patches. The system is ready for use. A manufacturing record evaluation was performed for the system 29079, and no internal actions related to the reported complaint condition were identified. (B)(4), if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto® 3 system and a map shift with no error message, no patient movement and no cardioversion performed issue occurred. It was reported that while ablating, a map shift on the carto® 3 system occurred. The shift was of approximately 1 cm. There were no error codes or learn new messages. No metal was introduced into the field and the metal values were within operating limits. There was no patient movement and the patient was not cardioverted prior to the map shift. A remap was done to continue with the procedure and worked fine for a while; however, the map shifted back to the original position (pre map shift). The system was rebooted. No further information was made available. No patient consequences were reported. This map shift described with no error message, patient movement and no cardioversion performed was assessed as MDR reportable.